Manufacturer narrative:
External insulation abrasions were found at 8.0-11.0cm and 18.0-20.0cm from the end of the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.

Event description:
It was reported that during the ra lead explant procedure, an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were found at 8.0-11.0cm and 18.0-20.0cm from the end of the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.